Manufacturer narrative:
Other, other text: information stating no patient involvement was received.

Event description:
It was reported that the level 1 trauma fast flow system (h-1200) went into an over temperature state. No patient injury or complications were reported in relation to this event.